Event description:
It was reported that on september 22, 2023, the PICC catheter was removed due to discharge, a catheter rupture was evident at cm 8, which was due to manipulation of the device. No other information was provided. Additional information received on 29 december 2023: one product involved and used on patient. Patient manifested pain with the administration of the medication, ceftriaxone, but in the face of this the device is not used. Xray images were taken.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that on (B)(6) 2023, the PICC catheter was removed due to discharge, a catheter rupture was evident at cm 8, which was due to manipulation of the device. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a split is confirmed and was determined to be use related. The product returned for evaluation was a 4fr dual lumen powerpicc sv. Use residue was observed on the catheter. An attempt to flush the red lumen with water using a 12ml syringe revealed a leak at the 8cm depth marking. The catheter was flushed through the split opening and revealed the catheter was occluded distal to the split. Microscopic inspection of the leak site revealed a longitudinal split. The catheter was crumpled in the vicinity of the split. The occlusion distal to the split site and the features of the split suggests the split likely occurred due to over-pressurization. This complaint will be recorded for future trending and monitoring purposes. H3 other text : evaluation findings are in section h.11

Event description:
It was reported that on (B)(6), 2023, the PICC catheter was removed due to discharge, a catheter rupture was evident at cm 8, which was due to manipulation of the device. No other information was provided.additional information received 29 december 2023: one product involved and used on patient. Patient manifested pain with the administration of the medication, ceftriaxone, but in the face of this the device is not used. Xray images were taken.